Event description:
Multiple replacements, numerous hip dislocations, lock ring installations and lock ring failures, liner replacements, surgeries so numerous to the same area causing improper and extended wound heal time. Beginning 1st surgery (B)(6) 2004 to last (B)(6) 2010 at least six major surgeries and around 10 trips to emergency facility to have hip popped back in joint with severe pain and lengthy recovery time. In many cases another failure occurring before even partial recovery from last. All surgeries were depuy pinnacle hip replacement parts. Dates of use: (B)(6) 2004-(B)(6) 2010.